Manufacturer narrative:
(B)(4).according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on february 27, 2020 that a hot axios stent was to be implanted in the pancreas during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the second flange would not deploy. The procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event.